Event description:
It was reported that during a gastric band removal case, the safety of the knife blade had failed to be released following use, leaving the safety mechanism activated after penetration into the patient's body. The surgeon stated this was the first one in location of the umbilicus of the patient. After regular activation of the safety mechanism by pressing the red button, he inserted the trocar, but when he pulled the obturator out, it was still activated. No additional trocars were used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.